Manufacturer narrative:
As received, the partial lead (connector portion) was returned in one piece measuring 11.9 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage. Visual inspection of the lead found the connector pin and connector cap were found pulled out of the connector assembly which is consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15800, related manufacturer reference number: 2017865-2019-15802. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.